Event description:
X-ray taken. X-ray revealed that the uvc had migrated and needed to be pulled 1.5 cm. When the nnp attempted to pull the line it snapped and it was unable to be retrieved. A stat chest x-ray was done and it showed approx 5.5 cm of line remaining in the pt. Pt transferred to a tertiary facility. Neonatologist believes the catheter may have been defective.